Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer checked the result monitor (rm), and there were no flags on the sample and reagent probes. A customer service engineer was dispatched to the site. The cse bleached the sample probe drain, and the reagent probe 1 drain, after which the system check passed. Precisions were run, resulting acceptable. The cause of the discordant, falsely low calcium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample on a dimension exl with lm instrument. The initial result was not reported to the physician(s). The sample was repeated on the same instrument, resulting higher and as expected. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ca result.